Event description:
On (B)(4) 2012 it was reported that the vns patient underwent a full revision surgery on (B)(6) 2012 due to high lead impedance. The lead impedance after surgery was noted to be "ok". A review of the patient's programming history showed that on (B)(6) 2012 system diagnostics showed results within normal limits. Good faith attempts for further information were made to the physician but were unsuccessful. Attempts for return of the explanted products for product analysis are underway but the products have not been received by the manufacturer to date.

Event description:
It was reported that the explanted generator and lead were being returned to the manufacturer. The explanted devices were returned to the manufacturer on (B)(4) 2014 where analysis is currently underway.

Event description:
Additional information was received on (B)(6) 2012 when it was reported that the hospital has not been returning explanted devices for the last year or so due to new management. The physician later reported that high impedance was first observed on (B)(6) 2012. He was not aware of any patient manipulation or trauma that could have caused or contributed to the high impedance. A/p and lateral x-ray images of the neck and chest were received. The lead pins appeared to be fully inserted into the header of the generator. There was a portion of the lead located behind the generator that could not be assessed. Based on the x-ray images provided, an exact cause for the report of high impedance could be determined. However, a portion of the lead could not be visualized in the chest due to poor contrast and there was a portion of the lead behind the generator that could not be assessed. The presence of a micro-fracture in the lead also cannot be ruled out.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
Analysis of the returned generator and lead was completed. Post burn-in electrical test results showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. During the visual analysis of the returned 418mm lead portion, the (-) green electrode quadfilar coil appeared to be broken approximately 1mm from the electrode bifurcation. Scanning electron microscopy was performed and identified the area as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and pitting. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity. With the exception of the observed discontinuity the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings, there is evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the reported high impedance. Note that since the anchor tether and (-) green electrode were not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.